Event description:
A 44-year-old female had bilateral silicone breast implants placed in 1979. In 3/94, she had MRI which indicated left implant had ruptured. On 3/4/94, she had implants removed. Surgeon found no "shell" around the silicone gel which was encapsulated by fibrous tissue. Identifying info was not obtained from the implant as the shell with identifying info was not present around the implants. The implants were not placed in this hosp, therefore, there is no medical record to which reference may be made for identifying info.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.